Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 38 to 59 mg/dl at the time of the incident, and went as high as 300 mg/dl after being treated for the low. The customer was at 120 mg/dl at the time of the call. The customer used food, glucose tablets, and was given sugar to treat. The customer experienced symptoms such as not feeling well mentally and belligerence. The customer was wearing the insulin pump during the incident. The customer got several drive count/time values or changes incorrect for moving or coasting. The pump failed a self test. The customer believes the pump was over delivering. Troubleshooting was completed and the issues were not resolved. The customer had a low of 42 mg/dl on (B)(6) 2018. The insulin pump will be returned for analysis. Unomed set.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected pump error alarm noted. The motor was tested outside of the device and passed. The self test functioning properly. (B)(4).